Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that while trying to ablate the left ventricular outflow tract obstruction near the impella, interference was showing on the carto system. Turning the pressure level down to p4 reduced the interference but still caused issues. The physician decided to use pressor support instead to support the patient then remove the impella into the descending aorta on p1. While at p1 in the aorta, the impella caused major interference in all of the EKG leads. The physician decided to pull out the impella and continue with the case.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.